Event description:
It was reported to cardiac science, the manufacturer that the AED did not function properly during a rescue attempt. The unit was rescue ready. Responder opened the device and voice prompt instructed the operator to open the pads and place them on the patient. However, as soon as the responder opened the electrodes, the voice prompt immediately changed to "service required" prompt. Responder applied the pads in an effort to clear the service voice prompt, but it stayed in service required mode.

Manufacturer narrative:
Results of device investigation will be provided in follow-up report.